Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior (pbd). This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Further information was received, this pacemaker was never able to be replaced as the patient died due to causes not related to this pbd issue, according to the patient's physician. The exact cause of the patient's death is unknown. No adverse patient effects were ever reported due to this pbd issue.